Event description:
Treatment of an arteriovenous malformation (avm) with glue. It was reported that the physician encountered resistance during glue injection. The catheter was removed and found ruptured at 7cm from the distal tip. It was reported that the patient expired 10 days post procedure and the cause of death was severe vessel spasm.

Manufacturer narrative:
The device involved in the procedure has not been returned for evaluation. (B)(4).